Manufacturer narrative:
H.6. Investigation findings code c20: the device was discarded at the treating facility and was therefore not available for analysis. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d12: it should be noted that, per the gore® dryseal flex introducer sheath instructions for use, complications associated with the use of the gore® dryseal flex introducer sheath that may occur and/or require intervention include, but are not limited to: stroke. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) system. A gore® excluder® aaa endoprosthesis contralateral leg was also used in the aorta. Proximal access was gained through a gore® dryseal flex introducer sheath in the right subclavian artery. The procedure was completed successfully. Early on (B)(6) 2025, within 24 hours of the initial procedure, the patient had some watershed infarcts. A CT of the chest showed nothing unusual. On (B)(6) 2025, the patient started having seizures and was intubated. According to the fsa, there was no notable thrombus. Post-operative images are not available.

Manufacturer narrative:
B2. Outcomes updated to death. B4. Event description updated. G3/g4. Date manufacturer received by manufacturer is the date we learned of the death. H1. Type of reportable event updated to death. H.6. Health effect - impact code - added f02.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) system. A gore® excluder® aaa endoprosthesis contralateral leg was also used in the aorta.. Proximal access was gained through a gore® dryseal flex introducer sheath in the right subclavian artery. The procedure was completed successfully. Early on (B)(6) 2025, within 24 hours of the initial procedure, the patient had some watershed infarcts. A CT of the chest showed nothing unusual. On (B)(6) 2025, the patient started having seizures and was intubated. According to the fsa, there was no notable thrombus. On (B)(6) 2025, the physician reported that the patient had died, saying that the patient never recovered from the stroke.